Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred during pre-use inspection on september 14, 2022. Since the device was manufactured more than 15 years ago, it was not possible to review the device history record (DHR). Based on the results of the investigation, it is likely that the reported issue occurred due to poor contact caused by corrosion of the video connector receiving contact and the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was distorted or disappeared due to poor contact due to corrosion of the video connector receiving contact, and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the image with the visera video system center disappeared when the connector was moved. There was no harm or user injury reported due to the event.